Manufacturer narrative:
The investigation is underway.

Event description:
As reported via a field clinical specialist, approximately 4 years post implant of a 29 mm sapien 3 valve in the mitral position the patient presented with pvl and mitral valve stenosis. Per additional information received a viv procedure is planned. During the imaging review, it was noted on the CT that the strut frame appeared to have 'broken off and is missing.' Per the physician, the patient does not have any adverse events and or symptoms.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h6 component codes, impact code, clinical code, device code, type of investigation, investigation findings and investigation conclusions the device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, functional testing, and dimensional analysis were unable to be completed. However, imagery and 3mensio were provided and reviewed. Missing piece of strut from the valve frame and second fracture were observed. Second loose piece of fracture strut was observed, and it was attached to the valve. Missing piece of fracture strut was found and embolized at the common femoral artery. Patient was observed to have severe mitral annular calcification. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed 1 other complaint relating to the complaint. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. It should be noted that the thv was implanted in native mitral position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve replacement only at the time of original implantation. The IFU in this section is for tf (transfemoral) procedure in the native aortic position and was reviewed for relevant guidance for an s3 implant using a commander delivery system. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: device embolization, valve stenosis and valve regurgitation. The edwards sapien 3 and sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve or surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than and equal to 8% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had hyperlipidemia and chronic kidney disease (ckd) per medical record, and these may have accelerated and amplified the process of valve re-calcification. When a heart valve becomes calcified, the leaflets become stiff (less mobile in opening and closing) and eventually lead to valve stenosis. Additionally, the valve strut could potentially further restrict the coaptation of leaflet. As such, available information suggests that patient factors (hyperlipidemia, chronic kidney disease) and/or procedural factors (off label valve deployment in a native mitral annulus led to the valve strut fracture) may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. Additionally, due to the fracture of valve strut, the interaction force (radial) between valve and native annulus could be potentially weakening the frame, and resulted in paravalvular leak as reported. As such, available information suggests that procedural factors (off label valve deployment in a native mitral annulus led to the valve strut fracture) may have contributed to complaint event. However, a definitive root cause is unable to be determined at this time. The following manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. Sapien 3 components 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions. A risk assessment was performed on the reported event and reveal that the risk of strut fracture, stenosis and pvl has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to prevent strut fracture. Users are informed of the residual risks (stenosis and pvl) associated with use of the valve through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with strut fracture, stenosis and pvl. Valve strut fracture was confirmed based on provided imagery and stenosis and paravalvular leak were confirmed by medical record. A review of the DHR, complaint history and lot history, revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. Review of IFU/training manuals revealed no deficiencies. In this case, approximately 4 years and 9 months post implant of a 29 mm sapien 3 valve in the native mitral position the patient presented with pvl and mitral valve stenosis. During the imaging review, it was noted on the CT that the strut frame appeared to have "broken off and is missing. Per additional information received it was determined the valve strut frame embolized into the common femoral artery." Additionally, per imagery evaluation, the valve was deployed within severe mitral annular calcification. It should be noted that implantation of sapien 3 in native mitral valve is not approved for use and considered off-label. Per IFU, "safety and effectiveness have not been established for patients with the following characteristics/comorbidities: severe mitral annular calcification (mac), severe (> 3+) mitral insufficiency, or gorlin syndrome." As such, available information suggests that procedural factors (off-label implanting into the native mitral annulus calcification). However, a definitive root cause was unable to be determined at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was implanted in native mitral position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve replacement only at the time of original implantation.

Manufacturer narrative:
Additional information obtained. The b5 event description has been updated. The investigation remains underway.

Event description:
Per additional information received it was determined the valve strut frame embolized into the common femoral artery. No further information was provided.